Event description:
It was reported that a remote alert was received, indicating that the patient had received an inappropriate shock due to myopotential over-sensing and reduced r-wave amplitude measurements. The patient was evaluated in-clinic, where the noise was reproducible in the primary sensing vector. Boston scientific technical services (ts) was contacted for review, and it was discussed that the inappropriate shock was delivered while the patient was performing a plank exercises. Ts advised that the alternate vector seemed suitable and that potential defibrillation threshold testing (dft) could be performed, if clinically appropriate, to verify the device's arrhythmia sensing. Additionally, ts recommended that the patient avoid performing similar exercises. At this time, this s-ICD system remains implanted and in-service. No additional adverse patient effects were reported.